Event description:
It was reported that on october 3 a biopsy procedure was performed with a brevera system and during the procedure the tissue got stuck in the tubing and saline was not flowing. The doctor thought it was needle but they have gone through many different needles and the issue persisted. The doctor was able to get some tissue and sent it to the laboratory, although the doctor rescheduled the patient for another biopsy, as they couldn't get any calcifications. A field engineer examined the device, tested the suction and found that it was working properly. Therefore, no device malfunction was found. No additional information available.